Manufacturer narrative:
B5 : updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that their physician doesn't have the knowledge of medtronic device. Therefore re-directed them to a manufacturing representative. They ordered a new recharger paddle it got delivered, the next day. It solved their charging problem. They also got uploaded with a level c program which helped with their lower back. The paddle had shocks happening every now and then. Charging issue is resolved. But shocking is happening every now and then. The falls they had, is not related to the therapy but their damaged nerves in their feet and whole spine, according to them.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having issues charging their implant and the issue began about 4 or 5 days ago. Patient stated they couldn't get the implant to charge and the device not charging call medtronic message displayed. Patient noted they would get a good charge but the controller would run down before the implant got to 30%. Patient also mentioned the recharger 'breaker' piece would get really hot sometimes. The only way for patient to charge the implant was to lay down and put a washcloth underneath the paddle because if they didn't they would get the error message. Agent reviewed best charging practices. During the call patient denied visible damages on the recharger and controller charging port. Patient fell about 3 weeks ago as well as on thanksgiving day. Patient also mentioned sometimes they would get a shock up the top of their head. The issue was not resolved. Due to patient falling twice the patient was redirected to their healthcare provider to further address the issue.  Additional information received from the patient. Patient called back stating that they had just met with healthcare provider and a manufacturing representative who thought that their recharger was bad. Pt said that they would try to recharge the ins, like last night when they tried to recharge the ins, and the controller would say there was an error in charging and to call mdt. Further error message screen details asked/unknown. Pt said that it would take 7 or 8 hours to recharge the ins and that the recharger relay box would get hot. Agent reviewed recharger replacement with the pt.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the [recharger], model [97755], s/n (B)(6), revealed : recharge antenna failure. No device found message. Worn donut. This does not impact the functionality of the recharger. H9 : updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.